Manufacturer narrative:
Section e: facility information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a ¿lead malfunction.¿ it was stated that during lead implant that ¿it was difficult to place it in the target position.¿ adhesions were observed in the patient¿s spinal canal during lead placement and it was noted that this made it difficult to operate the lead. It was also noted that a ¿possibility of the puncture needle being affected was considered.¿ when the lead was removed from the patient¿s body, it was noted that the ¿stylet could not be removed after attempting to replace it¿ and that ¿only the handle was torn off.¿ the ¿stylet could not be removed due to interference with the lead.¿ it was stated that ¿the stylet was clogged inside the lead and there was a concern about lead damage.¿ the physician performing the procedure was noted to have been familiar with the procedure and had ¿no similar experience and felt uncomfortable¿ with the event. A replacement lead was used and the issue was resolved. No complications were reported or anticipated.

Manufacturer narrative:
H3. Device analysis for lead va2yevh029 revealed the lead body stylet coil was pulled out or off (broken) and was stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.